Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the sternal saw was rattling. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Upon evaluation at the manufacturer, the blade protector was found to be bent. This is the root cause of the vibration. The sternal saw ran normally without a blade in place. Evaluation is in progress, but not yet concluded.